Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead channel) exhibited noise, oversensing and pacing inhibition. Additionally, the patient experienced asystole for three seconds. Testing were performed; however, no noise was reproducible. Rv lead insulation issue was suspected. Boston scientific representative recommended to perform chest x-ray. Additional information was received, stating that the device capped and abandoned (i.e., it remains implanted but is no longer in service). Another rv lead was successfully replaced. There were no patient complications or adverse effects reported.